Event description:
It was reported that stent inadvertent deployment and device interaction with another device occurred. A 90% stenosed target lesion was located in a moderately tortuous and non calcified brachial vein. A 8x20x75 wallstent rp endoprosthesis stent was selected to treat the lesion. The non bsc guidewire got stuck in the guidewire lumen of this device. When trying to removed, the stent was deployed outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual examination of the returned device found that the shaft was kinked at 45mm distal to the t-bar connector. The outer sheath was positioned adjacent to the tip. During analysis it was possible to insert a 0.035 inch guidewire through device and also withdraw the guidewire without issue or movement of the outer sheath. Retraction of the outer sheath confirmed that the stent had been deployed. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).